Event description:
It was reported that the user experienced a low blood glucose event after previously trending around 180 mg/dl, treated the event with oral glucose tablets, and subsequently returned to an in-range glucose level. Investigation included review of available device data and user-provided information with troubleshooting. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia was unclear. No symptoms associated with hypoglycemia reported. Outcomes included the need for oral carbohydrate treatment with resolution and no hospitalization. It was concluded that the event was user-experienced hypoglycemia of unclear cause with appropriate self-treatment and no adverse sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.